Event description:
The hospital reported that during the coronary artery bypass procedure, one heartstring seal did not deploy out of the delivery tube into the aorta. A replacement was used to complete the procedure. No patient complications were reported by the hospital.

Manufacturer narrative:
The complaint is confirmed for non-deployment. Tension spring components are inside the deployment tube. Possible cause for deployment failure is user technique; as received foam collar was still attached and plunger had not been depressed.